Manufacturer narrative:
The referenced percutaneous lead (driveline) repairs were reported under medwatch MFR report# 2916596-20915-02095 and 2916596-2018-01558. Approximate age of device - 5 years, 6 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that a low speed advisory alarm occurred, at which time the patient fell to the couch. Two previous percutaneous lead (driveline) repairs had been performed. The patient was asymptomatic. A log file was reviewed by the technical service representative and a low speed advisory event was confirmed. Due to the continued lvad speed drops after the recent percutaneous lead (driveline) replacement, on (B)(6) 2018, the patient received a pump exchange. No additional information was provided.

Manufacturer narrative:
The report of suspected percutaneous lead (driveline) damage could not be confirmed through the investigation of the returned device. Additionally, analysis of the log files provided by the account confirmed the reports of a low speed event. However, a specific cause could not be conclusively determined through this evaluation. No other atypical alarms were captured. The log files appeared to show the system operating as intended. The evaluation of the returned lvad did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.